Event description:
The customer reported that the paramedics were at her home to treat her low blood glucose of 14mg/dl. The customer stated that the alarm volume on the insulin pump was not loud enough. The customer also stated that she checked the sensor graph before she started working and the blood glucose was 122mg/dl. The customer stated that the device was functioning properly and she was doing well. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.